Manufacturer narrative:
The device was not returned there for a evaluation of the device was not possible. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. A labeling review of the event revealed there is no evidence that the device was used in a manner inconsistent with the labelled indications.

Event description:
It was reported that a dynamic xt electrode catheter was used in a cardiac resynchronizer implant procedure. During the procedure it was noted that the catheter was contaminated. The catheter was replaced with another dynamic xt.